Event description:
There was an allegation of questionable potassium results for 1 patient sample on a cobas 6000 c501 module. The initial result was 7.8 mmol/l. The repeated results were 3.8 mmol/l and 3.8 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer used non-roche ise (ion selective electrode) reagents/calibration standards. The investigation determined the root cause was operator maintenance-related. The investigation found the issue was consistent contamination by a splash/droplet of reference solution (kcl). The performance check showed acceptable system performance.